Event description:
The customer reported seeing a 3-inch air bubble while filling the reservoir. The customer reported the issue occurring with two of her reservoirs. Customer did not wish to complete troubleshooting, but she stated the issue stopped after changing infusion sets. Infusion sets and reservoirs will be returned and replaced. The customer's reported blood glucose value was over 300 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened/used reservoirs were inspected. Pre-filled test was performed and reservoirs passed per specification, no air bubbles were observed. O-ring was checked for defects and none were noticed.